Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) and lead. The article indicated that the patient presented for a follow up visit after receiving an ICD shock when touching the washing machine. Further investigation found there were three episodes of ¿ventricular tachyarrhythmias¿ one of which resulted in defibrillation therapy. Through further investigation it was discovered that the washing machine was not properly grounded. The article reports that the lead parameters were within normal ranges and had not changed since previous follow-up data. A chest x-ray and device manipulation gave no evidence of any lead defect. The device and lead appear to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: inappropriate shock delivery due to interference between a washing machine and an implantable cardioverter defibrillator. Journal of interventional cardiac electrophysiology 7, 255¿256, 2002. (B)(4).